Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise on atrial electrograms (egm) and far field r-wave (ffrw) was noted on current egm strip, as well as during recorded atrial tachycardia/atrial fibrillation (at/af) episodes. Inappropriate mode-switching and recording of at/af episodes was also observed. Short v-v intervals were also observed on the right ventricular (rv) lead. The ipg and leads remain in use. No patient complications have been reported as a result of this event.